Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / page 44 warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107 advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported experiencing skin irritation and that he went to the hospital. He stated his diagnosis was either unknown or just allergies. Treatment included epinephrine, as well as other things that he could not remember. The patient reported that he might have also been given an antihistamine or an anticoagulant. Additionally, he had a IV to reduce swelling. The pod was worn on the abdomen.